Event description:
It was reported that the unit goes into standby mode then turns off. The customer reported that it is unknown if there was patient involvement or not, however, no patient or user harm is reported. The customer evaluated the incident and confirmed that the unit will not stay in standby longer than a minute or two. Advised caller to perform a complete pvt on unit. Advised caller that flow sensor assembly may be faulty. Caller will perform pvt and troubleshoot further and will repair unit as needed. Caller will call back if any further assistance is needed. Case was closed as fixed after.